Event description:
Procedure: lower anterior resection. Reportedly, the surgeon placed the instrument across the rectum and fired the stapler. The surgeon then cut the tissue, opened the stapler and noticed the staples did not fire out of instrument; however, they were reported to be partially sticking out of the staple cartridge. Some bleeding occurred and fecal matter escaped into the pelvic cavity. A second instrument was used to close the rectum. The pt is reportedly fine.